Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloon used on this device. No other complaints were associated with the tubing used to manufacture the balloons. Review of data from the user facility shows that the device was being used off-label for stent placement. The user facility also did not use an inflation device with pressure gauge to monitor the inflation pressure when inflating the balloon, as is recommended in the instructions for use. Since a syringe was used instead of an inflation device with pressure gauge, it would be unknown as to the exact pressure the balloon burst at. The following warning is listed in the IFU - "caution:do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause the balloon to rupture and potential inability to withdraw the catheter through the introducer sheath." The following warning is included within the instructions for use - "the catheter is not intended for use with stents". A comparative catheter was pulled and tested. The comparative catheter was the same catalog number as the complaint catheter but was from a different lot number. The balloon material used for both the comparative catheter and the complaint catheter was the same. The balloon was inflated until it failed using room temperature water. The comparative catheter balloon did not burst until 4.0 atm, which is well above the labeled rated burst pressure of 1.5 atm. It was a clean longitudinal burst. The balloon burst is attributed to being intentionally used off label to place a stent, as well as failure to follow the instructions in the IFU regarding using an inflation device with pressure gauge to monitor pressure so that the rbp is not exceeded.

Event description:
Balloon rupture circumferential during cp stent inflation. Required surgery for balloon extraction from the right femoral vein.